Event description:
It was reported that the customer's blood glucose level was high, with the exact value unknown, but it was described as displaying "high." Cause was unknown. To address the issue, the customer administered a correction bolus via the pump and was guided through a system check by technical support. They were advised to inspect various parts of the infusion setup, such as the site, needle, cannula, and tubing, with no issues found. Technical support recommended consulting a healthcare professional to discuss further actions and replacing supplies as necessary. The customer acknowledged the advice and planned to continue with insulin therapy.